Event description:
A past high blood glucose (bg) event was reported by the customer, with the highest level displayed as "high" and the specific value unknown. Cause was not known. The customer addressed the situation by administering a correction injection via mdi. Technical support suggested consulting with a healthcare provider to determine potential causes affecting bg levels, and the customer acknowledged this advice.